Manufacturer narrative:
Date received by manufacturer: 08/26/2018. Date of report: 09/19/2018. (B)(4). The central processing unit (cpu) printed circuit board (pcb) was received for failure investigation. Visual inspection of the return component revealed no signs of contamination or damage. The cpu pcb was attached to a failure investigation (fi) test ventilator. The test ventilator was tested and the reported condition was not verified. There was no fault found on the returned cpu pcb. The test ventilator passed all testing.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator generated an alarm relevant to the central processing unit (cpu) printed circuit board (pcb) analog and digital converter (adc).the ventilator was in use on a patient at the time of the event occurred. The ventilator was replaced. There was no patient harm reported as a result of the event.